Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to loosening. Revising surgeon reported that cause or contributor to loosening was due to the prior surgeon not using enough cement. The patient's entire knee construct was revised. Rep provided explant pictures and reported that no further information will be released by the hospital operating room surgeon.